Manufacturer narrative:
Reported event: mps reported arm shaking while trying to enter haptics. Mps reported arm shaking violently while trying to get into haptics for cuts. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: troubleshooting notes: mps reported arm shaking violently while trying to get into haptics for cuts work performed: detailed maintenance inspection performed. Recalibrated left and right side of robotic arm (kincal) and adjusted transmission cables per manual. All checks and validation testing passed, no defects noted, system is ready for clinical use. Pm updated during service visit. Note: service visit time was agreed upon with mps due to availability of robot. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking while trying to enter haptics. Mps reported arm shaking violently while trying to get into haptics for cuts.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported arm shaking while trying to enter haptics. Mps reported arm shaking violently while trying to get into haptics for cuts.